Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leak is confirmed; however, the exact cause is unknown. One video of a groshong catheter was returned for evaluation. An initial visual observation of the video showed a groshong catheter being infused with a clear liquid. A leak was observed in the catheter tubing just proximal to the insertion site; however, no details of the damage could be discerned from the returned video, and there were no distinguishing features in the returned video of the device which could aid in identification of a specific root cause. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported on december 4, 2024, in the ultrasound-guided placement of the groshong catheter, the placement process was smooth with an x-ray radiography catheter tip in the t6 position, in accordance with the doctor's orders every 21 days back to the hospital immunotherapy, but also according to the requirements of the intermittent period of weekly maintenance of the catheter, on (B)(6) 2025 the patient in the catheter outpatient maintenance, maintenance nurses found that the catheter in the puncture point of the upper 10cm at the emergence of trachoma leakage, the nurse and the managed physician communication, the patient does not need to use the catheter stimulating foaming agent medication in the late stage; the clients treatment. We cut off the leaking catheter, reinstall the connector, when the midline catheter use, discomfort follow-up.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.